Event description:
The customer reported to beckman coulter (bec) that the coulter hmx hematology analyzer was leaking clear fluid near the blood sampling valve (bsv). The volume of the leak was approximately 5ml and was not contained within the instrument. The instrument did not generate any error messages or flags as a result of this event. The customer ran controls after seeing the leak and results matched previous runs. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event. No death or injury is associated with this incident and there were no changes to any patient treatment.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse had observed that the source of the leak was a loose tubing at wire marker (wm) 16. The wm16 is a diluent path from pm11 (red blood cell (rbc) diluent dispenser to the blood sampling valve (bsv)). The fse trimmed and redressed the tubing. No further evidence of leaking was observed. The cause of the leak was a loose tubing at wm 16 of the bsv. Beckman internal number for this report is (B)(4).